Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio observed that the device detected a test patient load and both analyzed and delivered energy within specification.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The customer did not return the therapy electrodes which were used during the event for evaluation; therefore no analysis could be performed on the electrodes. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not recognize that a patient was connected during a recent event.  The device continually prompted to "connect electrodes" even though a set of therapy electrodes (brand, expiration date unknown) was connected to the patient.  The customer advised that there were no adverse effects to the patient as a result of the reported issue.  No further details about the patient or the event were provided. Physio-control has made multiple unsuccessful attempts to contact the customer in order to obtain additional information about the patient and the event.

Manufacturer narrative:
The initial medwatch report indicates: ni. The initial medwatch report should indicate: (B)(6) the initial medwatch report should indicate:  (B)(6). The initial medwatch report should indicate: male. The initial medwatch report should indicate:  b)(6). The customer contacted physio-control to report that their device would not recognize that a patient was connected during a recent event. The device continually prompted to "connect electrodes" even though a set of therapy electrodes (brand, expiration date unknown) was connected to the patient. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple unsuccessful attempts to contact the customer in order to obtain additional information about the patient and the event. The customer contacted physio-control to report that their device would not recognize that a patient was connected during a recent event.  The device continually prompted to "connect electrodes" even though a set of therapy electrodes (brand, expiration date unknown) was connected to the patient.  The customer advised that there were no adverse effects to the patient as a result of the reported issue.

Event description:
The customer contacted physio-control to report that their device would not recognize that a patient was connected during a recent event. The device continually prompted to "connect electrodes" even though a set of therapy electrodes (brand, expiration date unknown) was connected to the patient. The customer advised that there were no adverse effects to the patient as a result of the reported issue.